Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. However, it was noted that before the procedure, the system alerted error code 48 and 28. The procedure was cancelled. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Updated: b5 - describe event or problem. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. However, it was noted that before the procedure, the system alerted error code 48 and 28. The procedure was cancelled. No patient complications were reported and patient's status was stable. It was further reported that the patient was already sedated when the issue occurred.